Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/19/2020. Additional h3 investigation summary: it was reported needle breakage. A suture needle was returned for evaluation. A fracture was observed in the body of sample c. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformance's were identified. Summary: it was received for analysis twenty-two unopened samples of product code j417h, lot plm721. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. Per the conditions of the samples received, no performance breakage needle were found,

Event description:
It was reported that a patient underwent an unknown surgery in 2020 and the suture was used. It was reported that the tip was breaking off of device. There were no adverse patient consequences reported.